Manufacturer narrative:
Device evaluation of battery sn (B)(4) and battery sn (B)(4) have been completed. The reported problem (battery fit issue) has been confirmed. As received, the batteries were able to power on a monitor and charge. Upon evaluation, it was found that the batteries were fitting looser than it should in the monitor, causing the monitor to shut down if the batteries were moved inside the monitor. The root cause for the batteries fitting looser than it should was unable to be positively identified. No adverse event resulted from the defective battery packs. Manufacture dates: (B)(4): 4/3/2017; (B)(4): 3/31/2017.

Event description:
A us distributor reported that a patient's battery packs were not fitting correctly in the monitor.